Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No ramping number anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a broken reservoir tube lip and a cracked reservoir tube.

Event description:
The customer reported the number kept ramping and wouldn't stop on the insulin pump. Customer's blood glucose was 324 mg/dl, treated with the device. Customer does not recall any significant event that may have led to the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.